Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ chest pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "patient fell and later experienced pain on left side of chest. Patient went to ER for chest pain. Imaging report intracapsular rupture of the left breast implant". Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of chest pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; chest pain.

Event description:
Healthcare professional reported "patient fell and later experienced pain on left side of chest. Patient went to ER for chest pain. Imaging report intracapsular rupture of the left breast implant". Affected side is left. The device has been explanted and replaced.